Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after the patient removed a pod that was worn in (B)(6) 2024 after the site developed a scab. The scab got bigger and by (B)(6) 2024 it was the size 'of a pencil eraser'. The patient was given a topical steroid to use twice a day for 2 weeks. The scab did not go away. A month later they were referred to dermatology. The site continued to grow. The patient had an appointment with a wound care specialist as an outpatient visit. They performed an ultrasound and did not see any foreign bodies. The dermatologist reported is was a large sarcoma (3cmx3cm) and he ended up opening it up and cleaned it out in office. He thinks that maybe there was a micro foreign body that caused this. Additionally, the patient's mother reports the customer does have sensitive skin.